Event description:
It was reported that the patient presented asymptomatic to the emergency room after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. Due to the recurrent t-wave oversensing anomaly, the physician decided to cap the sense/pace portion of the lead and add a new sense/pace lead.